Manufacturer narrative:
Diopter +10.50. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn. Piece of optic is torn off and missing. There was evidence of dry clear surgical residue on optic surface. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v +10.50 diopter three piece silicone lens. The lens tore upon insertion into the patient's left eye. The lens was removed and replaced with another lens, same model and size. No widened incision and no suture. No patient injury. Cause of tear is unknown. Lot numbers for the cartridge and injector were not provided.

Manufacturer narrative:
Conclusion: off-label, unapproved, or contraindicated use. (B)(4).